Event description:
It was reported that the system 8800's image monitor went blank. There was no adverse pt involvement reported. There was no pt information reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. It was determined that the cpu circuit board was defective. The system was tested and found to be working as intended and placed back into service.